Manufacturer narrative:
The med history was rec'd and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.

Event description:
Implant did not integrate. On person affected.